Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had a leak. Customer cannot recall their blood glucose readings. Troubleshoot was not performed. There was no further detail that was given. Product will not return for analysis.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 3 open/used reservoirs. Inspected reservoirs o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a insulin pump. Conclusion: reservoirs do not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.